Event description:
Reporter called to report having a hernia repair with use of mesh in 2015. She reports that her life has not been the same since and she lives in pain all of the time. Reporter states that she has the following symptoms since she has had this device placed, and have never experienced anything like this prior to having the mesh: pain, back pain, chronic diarrhea, and throat pain. She reports numerous visits to the doctor with no relief of her pain. She reports having an ultrasound; abnormal pancreas and swollen bile ducts were noted. She was referred to a gastroenterologist and was diagnosed with barrett's disease. She has also, reported symptoms of anxiety, irritability, infections, swollen lymph nodes, heart burn, thickened skin, migraines, dry bulging eyes, memory loss, and painful intercourse, rash on arms to her finger tips, abdominal distention, abdominal discoloration, body aches, and fever. She will have a follow up with her surgeon on (B)(6) 2016.